Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 16 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. Microscopic inspection revealed a burst in the balloon material, 9mm in length and damage to the tip. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over rbp. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation at 16 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.